Event description:
Healthcare professional reported left side "exchange textured to smooth breast implant due to the patient's concern with the product." Patient later reported "dimpling" and "twinges of pain." Healthcare professional additionally reported "capsular contracture baker grade unknown." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed opening assessed as surgical damage. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side "exchange textured to smooth breast implant due to the patient's concern with the product." Patient later reported "dimpling" and "twinges of pain." Healthcare professional additionally reported "capsular contracture baker grade unknown." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, anxiety-product/procedure, visibility/palpability.